Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Samples rec'd: 105 unopened pouches. There is one previous complaint of this code batch. There are units in OEM stock. Tested the needle attachment of the samples rec'd and the results fulfilled the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Corrective/preventive actions: not applicable.